Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient is still hospitalized and undergoing vac therapy as of (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information. Onset of infection is reported under MFR # 2916596-2020-05250. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, the report of a damage to the outer jacket of the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided for review. It was reported that the patient was on vacuum-assisted closure (vac) therapy due to a driveline infection. On (B)(6) 2020, the doctor scratched the silicone jacket of the driveline while changing the patient¿s dressings. No unusual alarms were noted and the system was reportedly operating normally; however, the patient was very nervous about the event. Review of the log file provided by the account revealed no atypical events or alarms. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Additional information later received, stated that rescue tape was used to cover the scratch on the patient¿s driveline and the patient¿s driveline infection remains ongoing. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hmii lvas instructions for use (IFU) list driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook also provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. Furthermore, the hmii IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the onset date of infection was (B)(6) 2020. The infection was still being treated. Rescue tape was used to cover the scratch on the driveline silicone. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the doctor scratched the driveline silicone while changing dressings. The patient is on vacuum-assisted closure therapy due to driveline infection. There were no unusual alarms and the system was normal. There were no unusual events recorded in the log file event history. It was recommended to rescue tape the driveline if the coating was cut.